Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely elevated prostate specific antigen (psa) result was generated on a patient sample on an atellica im 1600 analyzer. Siemens remotely checked the instrument and did not detect any relevant errors. Siemens reviewed the auto check data and found the secondary vacuum data was high. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed a total system check, checked and cleaned the wash station, checked the acid and base lines, and decontaminated the acid and base reservoirs. Additionally, the cse aligned the sample probe to incubation ring and reagent probe to reagent, performed dispense checks on the reagent probes, cleaned the ionizers, and adjusted the secondary vacuum. Next, the cse performed a successful autocheck and proactively replaced reagent probe 1. Then, the cse ran quality controls (qc) and samples, which all recovered acceptably. Siemens confirmed that the adjustment of the secondary vacuum by the cse, resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that a falsely elevated prostate specific antigen (psa) result was generated on a patient sample on an atellica im 1600 analyzer. The sample was repeated on the same analyzer and recovered lower than the erroneous result. The repeat result was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated psa result.